Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer's blood glucose meter gave a reading of 16.2 mmol/dl (292 mg/dl). The consumer administered 10 units of insulin based on that blood glucose reading and later experienced a blood glucose reading of 2.1 mmol/dl (38mg/dl) requiring personal intervention to raise her blood glucose level. The consumer has stopped using the meter. A replacement meter was sent and the meter will be returned to nova biomedical for evaluation.